Event description:
Patient was on psv 5/5 40% was not tolerating well and switched back to assist control mode. Screen on ventilator suddenly went blank then went back. Tried to adjust settings again then screen went blank again. Took patient off of ventilator and started bagging. Replaced ventilator with avea. While replacing ventilator, rt witnessed screen turning off again.